Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. It was noted that a trace effusion was present pre-procedure on the anterior side. A watchman truseal access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. Right femoral vein access was achieved, and a full dose of heparin was administered. The activated clotting time (act) was 298 seconds, and another 1k of heparin was administered. Trans-septal crossing was performed with a versacross connect, and a rf pigtail wire was advanced into the left atrium (la). The pigtail catheter was safely advanced to the appendage for contrast injection. Imaging was performed using transesophageal echocardiography (tee). No effusion was noted on pre-image. The 27mm watchman flx pro closure device was deployed and released with no issues. Upon removing the sheath from the la, a posterior effusion was noted on tee. The effusion did not cause tamponade or collapse. The patient remained stable, and the effusion was watched for additional time post implant. The effusion did not require a pericardial tap or drain. The patient was kept overnight and discharged home following day.